Event description:
It was reported that during a cystoscopy with lithotripsy and stent placement procedure, the guidewire appeared frayed. A sensor .035 3cm flexible tip guidewire had been selected and advanced into the patient. At an unspecified time during the procedure, it was noticed that the wire appeared "frayed" and "would not go through" an unspecified type of stent. The procedure was completed with another sensor .035 3cm flexible tip guidewire. There were no patient complications reported with the patient's current condition listed as "fine".

Manufacturer narrative:
H6 device analysis: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.